Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "continuous glucose monitoring in patients with type 1 diabetes and impaired awareness of hypoglycemia: also effective in patients with psychological distress?" - 52 type-1 diabetics were monitored with medtronic sensors in an effort to evaluate whether psychological distress affected the effect of continuous glucose monitoring and impaired awareness of hypoglycemia. The 52 patients previously diagnosed with type 1 diabetes and impaired hypoglycemia awareness participated in the 16-week trial. Study results showed that while sensors were generally effective at helping patients detect their hypoglycemia, there were still recorded incidents of patients experiencing blood glucose values below 2.8 mmol/l while using the medtronic cgm. No methods of treatment or symptoms of the hypoglycemia were noted. The study participants did not return any medtronic products for analysis.